Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Manufacturing date was unavailable at the time of filing. No parts returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure prior to a case that the thoracic probe was bent. There was no patient present.

Manufacturer narrative:
Correction: initial reporter updated to proper value.